Event description:
Customer reported issue with touchscreen responsiveness on pump, which was frozen and not responding to input. It was confirmed that the malfunction did not cause blood glucose levels to exceed 500 mg/dl. The customer was instructed to reset the pump, but the issue persisted, leading to a decision by cts to replace the pump. Customer will use multiple daily injections as backup therapy to ensure continued insulin delivery. Cts arranged for shipping of a replacement pump with updated software and provided training details through the tandem source account. The customer understood the steps to return the problematic pump and acknowledged the resolution provided.